Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, device history record, manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The blue sheath and the black catheter were returned for evaluation. The sheath was noted to be separated from the fitting but the sheath flare was in accordance with manufacturer instructions. The fitting was compared to a test-device and the complaint device is assessed to comply with the requirements. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Per the IFU: "excessive force should not be used to retrieve the filter." Based on the information provided and results of the investigation the root cause for the reported event cannot conclusively be determined. Per the risk assessment no further action is required. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The device has been return, and evaluation is in progress. The event is currently under investigation.

Event description:
It was reported, the outer blue sheath separated from the hub with minimal effort once inside the patient. The procedure was completed using the device. The blue sheath was able to be removed by hand. The patient was unharmed. No additional information has been provided.